Manufacturer narrative:
H3) analysis of concomitant device (37085-60) found that there was environmentally assisted degradation of the insulation at the proximal end of the extension consistent with metal ion oxidation identified. Analysis of the primary device (37601) found the device passed all testing in the laboratory and no anomalies were identified. H6) result code updated from3221 to 3231 for concomitant device (37085-60) and updated from 3221 to 213 for the primary device (3760). Fdc code updated from 67 to 4307. Method code updated from 4117 to 10. H10) concomitant product serial number corrected to: (B)(6). Serial number: (B)(6) no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other applicable components are : product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 20-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the new battery had a tight posterior port. No known factors that may have led to or contributed to the issue were reported. Impedances were tested multiple times and contact 11 was high. Contact 11 was faulty/kinked on the stimulator after replacement. A new battery was used and the extension was replaced. The issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.